Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of over 600 mg/dl with high ketones identified as life threatening by a healthcare provider. Additionally, the customer experienced "vision and walking is not great"; cause of bg was unknown. The customer changed infusion set prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin and insulin injections while in the hospital. Customer was discharged 08/30/2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.